Event description:
As reported (B)(4) 2013, a pt of unk gender and age presented for an angiographic procedure. During prep for the procedure, when opening the device package, the tip fell off the catheter. The device was set aside and a new of the same device was opened. The procedure was successfully completed using the newly opened device. There was no harm or injury to the pt due to this event, as the reported disposable device did not come into contact with the pt. It was reported that the device involved in the incident is available to be returned to the MFR for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. An investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a f/u medwatch.